Event description:
It was reported to philips that device is not booting. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Upon functional testing, the philips engineer found that the fuses of host pc and ippc were defective. The fse replaced the fuses. After replacement of fuses, the system was returned to use in good working order. The codes were updated based on the investigation outcome.